Event description:
The facility's biomedical engineering department reported that channel c overinfused nipride. The therapy was reported to be programmed and titrated to the patient's response to the medication. According to biomed, no patient injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis, or status, infusion rates, medications involved, or set up of the infusion device.